Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional stent ballooning procedure with a 6fr sheath. Reportedly, resistance was noted when trying to remove the device and the footplate would not close. The vascular surgeon was able to remove the device; however, tissue damage occurred. A surgical cut down was performed and a patch was applied to achieve hemostasis and treat the tissue damage. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional stent ballooning procedure with a 6fr sheath. Reportedly, resistance was noted when trying to remove the device and the footplate would not close. The vascular surgeon was able to remove the device; however, tissue damage occurred. A surgical cut down was performed and a patch was applied to achieve hemostasis and treat the tissue damage. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initial MDR report, additional information was received: a proglide device was used after an interventional stent ballooning procedure.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to open and close was confirmed. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty opening or closing the device appears to be related to user error. In this case the device was operated out of sequence. According to the reported information the difficulty occurred trying to close the foot and based on the returned analysis of the plunger being located partially depressed in the handle the plunger was not removed before the foot was attempted to be closed. The noted deformation off the follower is related to this failure mode. Additionally, it was noted that a bilateral needle to cuff miss occurred this was due to the plunger never being fully deployed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.